Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Recommended programming changes will be made at next follow-up.

Event description:
New information received notes that recommended programming changes were made.